Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that a relay, designator k1, on the analog pcb assembly was electrically open and would not close in order to allow the energy to transfer. The customer was provided with a replacement device.

Event description:
A physio-control service representative was performing a routine inspection of the customer's device when it was observed that it would power on, charge and then prompt him to press the shock button; however, when the shock button was pressed, no energy was delivered. There was no patient use associated with the reported event.